Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) device experienced discomfort over the implant site. Also, the was tender and swollen. The physician then prescribed medication but still felt no relief. This device remains in service. No additional adverse patient effects were reported.